Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the guidewire locking groove of the forceps elevator for stain. [Inspection of the forceps elevator mechanism]. 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿<u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿<u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. [Inspection of the instrument channel and forceps elevator]. 1. Confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Extend the endo-therapy accessory approximately 3 cm from the distal end. Move the elevator control lever in the ¿<u¿ direction and confirm that the forceps elevator is raised smoothly. 3. Move the elevator control lever in the opposite direction of the ¿<u¿ direction and confirm that the forceps elevator is lowered. 4. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera duodenovideoscope had an air leak in switch 1. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a scratch on switch 1. The device evaluation found that the forceps elevator had foreign material. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to sending the device back to olympus for repair, it was unknown to the customer what the foreign material may be. There was no delay in the start of pre-cleaning, the customer raised and lowered the forceps elevator three times by turning the elevator control lever during the immersion and aspiration process, and there were no abnormalities in the accessories used for reprocessing. The customer brushed the forceps elevator, flushed detergent solution around the forceps elevator, and it was unknown if there were any concerns about reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob were out of standard due to wear of the angle wire, the adhesive on the bending section cover had a white-clouded area / a crack, the forceps elevator touches the distal end cover and does not move smoothly due to damage on the forceps elevator, the color ring had a crack, the connecting tube had a wrinkle, and the adhesive around the light guide lens was peeled. The following had a scratch: the image guide protector, the protector of the universal cord on the scope connector side, switch 1, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.